Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arises again.